Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer had already retrieved the pocket. A field service engineer reconnected the row board cable. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system drawer 2.1 cubie b3 experienced a failure and could not be restored. The customer indicated that while the pocket was recovered, it promptly displayed a maintenance required message. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.